Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No unexpected low reservoir alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or weak battery alarm noted. Unit passed the dat test. Pump was received with corroded battery tube, cracked belt clip slot at battery tube threads area, broken reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of over 600 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and difficulty breathing. Customer was hospitalized due to high blood glucose, diabetic ketoacidosis and urinary tract infection. Customer was still hospitalized at the time of call and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose. Insulin pump passed high pressure test.